Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions prescribed by the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during this test. The device showed no limitations of its capability to provide therapy. In summary, the device was without defects during the analysis and within the specification both in regard to the connection system and the electronics. There was no material defect or manufacturing error.

Event description:
Two days after implantation, an exit block in the ventricle was reported. The pacemaker was explanted.